Event description:
It was reported that the patient experienced a return of chronic pain. A dye study was done. A catheter break at the connector pin and proximal segment occurred. The catheter was replaced. At the time of the report, the patient was without injury. The device system was used to deliver morphine and bupivacaine at the minimum flow rate. It was later reported that, during the week of (B)(6) 2013, a CT scan confirmed a catheter fracture. On (B)(6) 2013, the pump was programmed to minimum rate. The patient was seen in the hospital by the healthcare provider (hcp) on (B)(6) 2013 and the revision was done two days later. The daily dose was increased on (B)(6) 2013. At the time of this report, the device system was reported to be delivering morphine.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of catheter serial # (B)(4), revealed a broken catheter body and a tear in the seal near the guide ring of the sutureless connector. The pin connector was inserted into the strain relief shroud and resulted in a robust connection. The reported information regarding the connector pin of the proximal segment could not be verified.